Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used within the bile duct during a stent placement procedure on (B)(6), 2011. According to the complainant, during the procedure the user attempted to withdraw the guide catheter to deploy the stent; however, the guide catheter stretched and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Investigation results revealed that the guide catheter was broken. Therefore, based on this information, this event has been deemed reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the returned device revealed that the stent was loaded on the delivery system via suture. No damages were observed on the stent. The suture hole on the push catheter was torn. The proximal end of the push catheter was buckled. The proximal piece of touhy borst connector was not returned with the device. The guide catheter assembly was stretched and broken close to the proximal end. The broken distal piece of guide catheter remained inside the delivery system. The investigation concluded that the stretched / broken guide catheter assembly indicated that force was exerted by the customer during deployment of stent / retraction of the guide catheter assembly. The distal end of guide catheter was found to have an obvious kink/bend (suture impression) which indicated that the suture embedded inside the guide catheter assembly likely due to procedural/anatomical factors which may include, and is not limited to, patient tortuous anatomy and/or customer maneuvering of the device during procedure. This may have potentially caused resistance during deployment of stent and further, lead to stretching / breakage of the guide catheter assembly and hindered the deployment of stent. The buckled push catheter and torn suture hole were likely due to customer use of the device. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.